Event description:
Reportedly, when the electrodes were removed from the package in an attempt to pace a patient, the liner adhered to the electrode, tearing the gel on both electrodes. One of the electrodes was salvageable and was used, along with one electrode from another package. The patient was then successfully paced. The reporter stated that patient outcome was not affected by the reported discrepancy, due to continued patient treatment.